Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿twisting, stretching or pulling stress may have been applied to the fragile cover, and/or stress of attachment of the cover to the device may also have applied.¿ the IFU goes on to provide specific instructions on how to prep and secure the distal cap. Though a definitive root cause could not be identified. Investigation believes that the reported event occurred due to one of the following reasons: the user deviated from the IFU, which caused the cover to break when attached to the subject device. The hook side of the distal cover may have been fragile by the covering being squeezed before attachment. Olympus will continue to monitor the field performance of this device.

Event description:
To clarify the previous report, the reported incident was that the single use distal cover was missing from the end of the scope.

Manufacturer narrative:
When speaking with the facility, the user stated that there would likely not be a follow up procedure. According to the physician that performed the procedure, if the section did fall into the patient, it would pass during a bowel movement, causing no harm to the patient. The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the distal section of the evis exera iii duodenovideoscope separated during a procedure. According to the initial reporter, they are unsure if the section fell off inside the patient or not. However, there was no patient harm or consequence reported as a result of this event.